Event description:
The scale could easily be turned from kilograms to pounds. The software was supposed to be locked to prevent access to pounds. Kilograms are the only measure of weight to be used in our pediatric hospital. There is an opportunity that staff does not realize that the scale went back to pounds and record the weight pounds. Medication doses are based on mg/kg (milligrams per kilograms).